Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level over 600 mg/dl. Customer stated that he attempted to treat with the insulin pump, but his blood glucose level remained high. Customer was wearing the insulin pump at the time of the hospitalization.